Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up on (B)(6) 2016. The right ventricular lead exhibited noise. The patient presented in clinic again, experiencing dizzy symptoms. The right ventricular lead exhibited many noise reversion episodes. The lead was reprogrammed. The patient was stable post event. No further information was reported.

Manufacturer narrative:
Please note the correction for reference report number 2017865-2016-05609. Reportable aware date should be (B)(6) 2016; not (B)(6) 2016.